Manufacturer narrative:
(B)(4). The evaluation and repair of the device is yet to be completed.

Event description:
Report received that ventilator had a blank screen. Patient information was not available at this time.

Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The device was not repaired as the customer did not authorize covidien to service the ventilator.